Event description:
Covidien endostitch utilized during gynecological procedure. Needle came off device and was unable to be retrieved safely from the patient without causing further harm. No test related to this.